Manufacturer narrative:
Block b3: exact date unknown, event occurred five a years ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7035669.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not working as intended. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.